Event description:
Physician reported an extreme inflammatory response to cuffpatch in pt. Cuffpatch used to repair a massive cuff tear. Implant date was 2003. First symptom reported was purulent wound/profound effusion. Pt presented symptoms 8 days post-op. Revision date was ten days later. Upon examination, it was found that the patch had disintegrated. Intra-operative antibiotic, ancef was utilized post-culture.